Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address the reported event. The fse was able to confirm the error by reviewing the printout. The sc flag on qc run was reproduced. The fse replaced the 2-way valve to sampler (sv201). The fse observed that the diluent tubing was full of bubbles going into the back of the instrument. The fse recut and fitted the tubing to the manifold, which was dripping and was the likely cause of the low qc values. The fse successfully completed precision of 10 replicates and qc run without errors and within acceptable range. The instrument software was upgraded to version 1.39s. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 07dec2018 through aware date (B)(6) 2020. There were two other similar complaints identified during the review period. A 13-month complaint and service history review for bio rad control lot number 67600 from 07dec2018 through aware date (B)(6) 2020 was performed for similar complaints. There were 2 other similar identified during the search period. Sc: dispensing was cancelled because clogging was detected during sample suction. Check that the sample is free of fibrin or other substances. If the sample is not clouded, the sample nozzle may be faulty, or the piping may be blocked. If this problem occurs frequently, contact the service department. The st aia-pack creatine kinase mb isoenzyme (ck-mb) analyte application manual states the following: 3) quality control. 3a) commercially available controls. Commercially available controls should be run at least once per day. It is recommended that at least two (2) levels of controls, normal and abnormal, be used. Lot number of control material, acceptable limits, and corrective action to be taken if controls do not meet laboratory criteria will be found in a separate quality control document maintained by the laboratory. 3b)quality control procedure. I) assay quality control specimens as instructed in the specific operator's manual for the analyzer. In addition, refer to the aia system operator's manual for detailed instructions on defining and editing the files. Ii) quality control material to be run with this assay is defined by individual laboratory policy. Performance characteristics- precision: 2a) intra-assay precision- the intra-assay (within run) precision was determined using three controls in a total of 20 runs. Within each run, one set of duplicates per control was assayed. The mean of each duplicate was used to obtain the pooled standard deviation (sd), which was then used to calculate the coefficient of variation (cv). 2b) inter-assay precision- the inter-assay (between run) precision coefficient of variation was evaluated at three different concentrations by analyzing samples in triplicate in 20 separate runs. Total precision total precision was determined by the duplicate assay of three controls in 20 separate runs. The means of each run were used to calculate the standard deviation (sd) and coefficient of variation (cv). The st aia-pack cardiac troponin I (ctnl 2) analyte application manual states the following: 3) quality control. 3a) commercially available controls. Commercially available controls should be run at least once per day. Tosoh does not provide quality control material for this assay. It is recommended that at least two (2) levels of controls, one near the ami cutoff and one clearly elevated, be used. Lot number of control material, acceptable limits, and corrective action to be taken if controls do not meet laboratory criteria will be found in a separate quality control document maintained by the laboratory. 3b)quality control procedure. I) assay quality control specimens as instructed in the specific operator's manual for your analyzer. In addition, refer to the aia system operator's manual for detailed instructions on defining and editing the files. Ii) quality control material to be run with this assay is defined by individual laboratory policy. The probable cause of the reported event was due to failure of the solenoid valve and air in diluent tubing.

Event description:
A customer reported having quality control (qc) issues with both cardiac troponin I (ctnl2) and creatine kinase mb isoenzyme (ck-mb) on the bio-rad qc material lot# 67600 with the aia-360 instrument. Both assays were recovering high. The technical support specialist (tss) found that prior to running qc both the wash and diluent solution were replaced. The customer uses batch bottles for both wash and diluent. The tss found that both the batch bottles had never been replaced or decontaminated. The instrument had not been decontaminated in the required 6-month interval. The tss advised the customer to make fresh wash and diluent in new batch bottles, flush, run qc, then perform a complete decontamination of the instrument and all supply bottles. The customer called back and stated that the results were within range for ctnl 2 but the ckmb quality control was now having imprecision issues. The customer also stated that they are getting multiple sample clot (sc) flags on the qc material. A field service engineer (fse) was dispatched to investigate the reported event. There is no indication of any patient intervention or adverse health consequences due to this event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl 2) and creatine kinase mb isoenzyme (ck-mb) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.